Event description:
It was reported that the user missed a meal announcement on the ilet bionic pancreas, experienced high glucose of 304 mg/dl, paused the pump, and administered a 5-unit subcutaneous manual insulin dose. The user sought guidance on whether to give one larger dose or split doses and later on how to announce dinner upon reconnection, and was provided education on meal announcements and insulin absorption timing. Symptoms included hyperglycemia. Outcomes included the need for troubleshooting and user education without hospitalization. Investigation included a review of use conditions and counseling on best practices for meal announcements and timing after manual insulin administration. Investigation of this case revealed user management of a missed meal announcement with off-pump subcutaneous insulin and appropriate education on waiting for insulin action and reconnection workflow. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error associated with a missed meal announcement, mitigated by education on proper use.